Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise reported on the atrial channel in an atrial monitoring recording transmitted to home monitoring. Noise was high-frequency and only appeared on the atrial channel. Lead to be evaluated in office and patient history to be evaluated for any possible source of emi. Lead remains implanted.